Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected abnormal cardiac resynchronization therapy defibrillator (crt-d) function. It was noted that the patient heart rate is fluctuating. Review of the transmission report noted that the device appears to be currently functioning as programmed. The device remains in use. No further patient complications have been reported as a result of this event.